Event description:
The physician performed an arteriotomy closure with the perclose at (closer ak) device following an interventional procedure. No dificulties were experienced with the procedure and hemostasis was achieved. The pt is diabetic and prophylactic antibiotics were given after the case. Reportedly the pt was experiencing chills and "spiked a temperature" by the end of the day. Unspecified "cultures" were done and tested negative. The pt was kept in the hosp overnight and was discharged the following day. Two weeks later the pt returned to the hosp with a hematoma of unk size and "some treatment" was given; the pt was discharged home that same day. The next day the pt returned to the hosp and was admitted. The pt was in 11/20004. The vascular surgeon said, "the artery was a necrotic mess."